Event description:
The laser irradiation did not stop even if the foot pedal was released. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded based on analysis results that the as reported event of footswitch pedal stuck in on position was not confirmed; however a poor contact was suspected in the footswitch. The footswitch was replaced onsite and the issue was resolved. Device history record/service history record review: the device history record (DHR) review and service history record review was completed and confirmed that the console was last serviced on (B)(6) 2021 and the console was fully functional with no issues. Labeling review: a review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Device technical analysis: the product was not returned for analysis; however, the footswitch was replaced onsite. The console is performing as intended. Investigation conclusion: based on analysis results, a probable cause of cause not established was assigned to this investigation.

Event description:
The laser irradiation did not stop even if the foot pedal was released. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.